Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 340mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose/protruded drive support disk. The device had a missing end cap sticker.